Manufacturer narrative:
No medwatch form was received.

Event description:
The lead was explanted when high threshold and decrease in r-wave were observed. A fracture was suspected around the distal end of coil.